Event description:
Initial vancomycin result 55.06 ug/ml. Same sample repeated twice gave results of 10.02 and 10.34 ug/ml. Initial result was not reported. The field service rep determined there was a problem with the photometer. The instrument was repaired.